Event description:
Caller states the pt tested >8.0 inr on the coaguchek system and 5.8 inr on a comparison lab. Coumadin held for 3 days and adjusted to 5mg every other day based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.